Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that there was no confirmed or suspected catheter issue that led the hcp to believe that the catheter was the cause of the patient¿s testicular pain. It was unknown if the patient¿s testicular pain was resolved after the revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 250 mcg/ml of dilaudid at 241.97 mcg/day and 7 mg/ml of bupivacaine at 6.775 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient was given an indwelling spinal catheter on (B)(6) 2020 and had their pump and pump catheter segment implanted on (B)(6) 2020. The patient began having testicular pain on (B)(6) 2020 and the hcp believed it was due to the spinal catheter. A catheter revision was performed on (B)(6) 2020. The pump segment was clamped, the spinal segment was removed entirely, and 30 cm of a new spinal segment was attached. The hcp did not want to aspirate from the catheter access port of the pump, so a prime of the spinal segment only was performed.